Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. During pre-repair assessment performed by technician, the coupling tool side was found defective. Device parts were evaluated, replaced and or repaired. Device was returned to customer on (B)(4). (B)(6). Placeholder.

Event description:
Customer reported during sawing of the femoral neck the saw gear suddenly failed, however, the motor continued to run. This is report 1 or 1 for event #(B)(4).